Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-00950. It was reported that the patient had a lead revision. The patient had a lead fracture following a motorcycle accident. Due to this issue, the patient had one lead explanted and replaced. Effective therapy was confirmed post operation. Note: it is unknown which lead was replaced, therefore both leads are being reported on.